Manufacturer narrative:
(B)(4). No samples were returned for evaluation. The reported condition could not be confirmed. Should additional revelant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A sample is anticipated, but not yet received for evaluation. The batch review did not find any nonconformances related to the reported condition during the manufacture of this device. A follow-up report will be submitted once the evaluation results become available.

Event description:
It was reported that the middle port of the tpn therapy bag broke off. The issue was discovered prior to patient administration. This report documents no patient involvement or adverse events. No additional information is available.